Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Event description:
During a supraventricular tachycardia procedure, the amplifier was unable to connect to the dws causing a delay in procedure. The amplifier passed the self test after a delay but would not connect to the dws. Both the amplifier and the dws system were rebooted and reconnected multiple times, and a different fiber optic was tried which did not resolve the issue. Another amplifier was used to complete the procedure with no consequences to the patient.